Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan alleging an "error 2" issue with a one touch ultra 2 meter. The patient also alleged that the device read inaccurately high. The patient manages his diabetes with non-adjusted insulin. The patient indicated that the alleged issues started on (B) (6) 2010, at 2:00 am. The patient claimed that at 2:00 am, he encountered an "error 2" message. Around the same time, the patient claimed that he was able to test and got a result of "200 mg/dl." Also, around the same time the alleged issue began, the patient administered self-care by taking a usual dose of diabetes medication. The patient took an unspecified dose of "humalog 70/30" insulin. Four hours after the alleged issue began, the patient claimed that he developed a symptom of sweating. At 7:00 am that same morning, the patient's wife treated the patient with glucose tablets and orange juice. The patient did not have testing supplies for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.